Event description:
It was reported that the patient stated that her device was just replaced because her deceased daughter turned her device on and off. It was unclear if the patient meant that her daughter was controlling the patient's device before the daughter passed away or not. The patient also reportedly stated that "her daughter had not been playing with her device lately." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger. (B)(4).